Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignanat pain I ndications for use. It was reported that she was having severe left hip pain for the past ten years and it has gotten significantly worse in the last six weeks. The patient stated that the pain clinic encouraged her to have a CT scan of her lumbar for the purpose of comparing results to the (B)(6) 2018 magnetic resonance imaging (MRI). The patient has an appointment on (B)(6) 2025 with a healthcare provider (hcp) and like to have information about MRI and CT scan. The pump was permanently shut off on (B)(6) 2024 because a series of errors were made soon after the implant surgery and the most disastrous was the 600 percent diluted overdose just months after the surgery. The patient stated that they were overdose and poison with dilaudid. The agent consulted with a technical service (ts) and reviewed information. The patient service reviewed MRI and CT scan information and recommend patient consult with healthcare provider for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.